Event description:
Pt was treated in 2005. During treatment the dr inspected the treatment tip and noticed a small black spot on the membrane. The pt developed little white spots on the neck that had all resolved by the end of the day.